Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an implantable lead from the implantable pulse generator (ipg) system on the right side of the patient erode through their skin. The patient had an infection. The ipg system on the right side of the patient was inactivated and replaced by the ipg system on the left side of the patient. The ipg system on the right side of the patient was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.